Manufacturer narrative:
The device was not returned and there was no lot info. Co is not able to perform device inspection or device history record review in this case.

Event description:
In 2006, a pt had a left femoral artery arteriotomyn closure using chito-seal after an interventional procedure. The pt experienced nausea and vomitting after the procedure. Two days later, a pseudoaneurysm was diagnosed. Ten days later, the pt experienced pain, swelling, and a "pulling sensatin" at the site of the arteriotomy closure. Ultrasound confirmed, a bruit, and the pt received a thrombin injection as treatment. No further info has been reported.